Event description:
It was reported that during a da vinci si hysterectomy procedure, the large suturecut needle driver instrument would not close and an item fell into the patient. The item was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the blade edges have circular shaped dents along the edge. Engineering concluded that the damage is likely due to mishandling and misuse. The instrument was found to be intact and there were no missing components at the jaw grip. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Isi has made multiple attempts to contact the customer to verify additional information concerning the reported event. A follow-up MDR will be submitted if additional information is received.